Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial report was previously submitted to FDA on 05/07/2010; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. A copy of the initial report from (B)(4) 2010 MDR #2124215-2010-00553 is attached.

Event description:
Boston scientific crm received information that while this patient was being prepped for a thyroid biopsy the clinic nurse noted a slow heart rate and what appeared to be pauses in pacing for 8 seconds. The device was just interrogated and the battery showed three quarters remaining and all daily measurements were present for the past year. The patient has felt dizzy for the past 1.5 years, however was never symptomatic before. The patient has complete heart block with an escape rhythm of 30 bpm. The heart monitor showed loss of capture. The device was then checked and everything appeared to be fine. Additional information was received that the device was explanted along with the atrial lead being surgically abandoned. The physician is suspicious about the right ventricular (rv) lead now. He noted seeing possible noise and pacing inhibition when connecting the lead to the header. The patient reported lightheadedness and passing out. The physician chose to replace the lead with a new lead based on the observations. It was noted the patient has chronic atrial fibrillation (af). The physician placed the old rv lead in the atrial port and the new lead is now in the rv port. The physician made the choice to connect the system off-label in case the new lead dislodged and left the patient unsupported. This plan was intended on being temporary. The patient is dependent on pacing and has been programmed to dddr 70-130, instead of programming voo mode. The sensitivity in the ra is 2.5 and the pvarp is programmed to nominal. Mode switch feature is programmed on. Boston scientific technical services (ts) discussed off-label and potential impacts to timing. No further issues have been reported.